Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "no difference in gait pattern between a short collum femoris-preserving and a conventional stem: 44 randomised total hip arthroplasty patients stem evaluated after 2 years¿ written by roland zügner , roy tranberg, johan kärrholm, goran puretic and maziar mohaddes published by hip international accepted by publisher 27 august 2020 was reviewed. The article's purpose ¿was to evaluate if the walking pattern, after insertion of a thr with use of the cfp stem differs when compared to insertion of a corail stem. The second purpose was to evaluate if the former group demonstrates a walking pattern closer to normal than with use of a standard stem.¿ data was compiled from patient set: patients, 35¿70 years of age, with primary hip osteoarthritis, idiopathic femoral head necrosis or mild dysplasia with pain and radiological verified osteoarthritis (oa). Specific individual patient harms were not provided. It is noted that implants in the study were depuy and non depuy. It is also noted that the article's main focus and identification were stems only. It is unknown if the depuy products were utilized on the acetabular side. Depuy products: uncemented corail stem, unk depuy head. Adverse events: pain. Instability. Difficulty walking. Decreased range of motion. Device revision or replacement. Loosening of the femoral stem - bone to implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.